Event description:
Treatment of an aneurysm. During the procedure, it was reported that the pipeline would not open during deployment and was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device has been evaluated and the pipeline was found open with one end damaged. (B)(4).